Event description:
A break in the retention dome during traction removal. The indwell time was 59 days. The dome portion broke and fell into the patient's stomach.

Manufacturer narrative:
The complaint of retention dome breakage is confirmed. As with the evaluation of the sample, a complete break in the retention dome was observed. The dull and rounded veneer identified at the dome site are traits that are indicative of excessive force that was applied during the removal of this device. The complainant indicates the complaint sample had been in place for approximately 59 days prior to the complaint incident. The feeding tube was not returned for evaluation. Gross visual and microscopic examinations show no evidence of a defect or deformity related to the manufacturing process. It should be noted the complete sample was not returned for evaluation. A chr is not possible, as no manufacturing lot number information has been provided by the complainant.